Manufacturer narrative:
The fse corrected the facility, advised to check the aceside every time at the cic reception. The subject device was last serviced via repair in july and august 2021 for repairs not related to cleaning and disinfection. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the event cannot be determined. However, based on the information provided it is probable that the event was caused by the fact that the concentration of the disinfectant was not measured before each use. The e99 error code is generally caused when the disinfectant has not been replaced. It is likely the e99 error occurred because more than 15 days had passed since the preparation of the disinfectant solution or because it was used 46 times or more. As a preventative measure, the IFU (instructions for use manual) has the following statements in 3.9 checking the concentration of the disinfectant¿ ¿ when cleaning and disinfecting an endoscope, always use an aceside checker or a portable concentration checker to confirm that the disinfection is at an effective concentration. Antiseptic solution is essential before it becomes ineffective. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) field service engineer (fse) was informed by the nurse at the user facility that ¿error e99 had occurred at the cic reception desk.¿ (conditions for exchange aceside: 21 times of disinfectant use / 15 days of disinfection). It turned out that the facility only performs aceside check in the morning. No death, injury, infection or harm was reported to olympus.

Event description:
The event occurred during reprocessing for a procedure. No patient impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Event was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events is likely due to the user's disinfectant concentration management method due to not having measured the disinfectant's concentration before use or replaced the disinfectant solution as instructed in the manual. Olympus will continue to monitor field performance for this device.